Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message from the adc device. The customer did not have symptoms but had contact with a healthcare professional (endocrinologist) who provided an unspecified oral medication for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or sensor plug. Data was downloaded successfully, sensor was found to be in state 6 and observed patch had terminated on the body. De-cased sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. Measured the returned battery and results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message from the adc device. The customer did not have symptoms but had contact with a healthcare professional (endocrinologist) who provided an unspecified oral medication for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.